Event description:
It was reported that the user experienced multiple overnight episodes of elevated blood glucose while using ilet with inset infusion sets, prompting four site changes; the highest blood glucose reported was 271 mg/dl, and the user was unsure whether the issue related to the infusion set or site placement. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.